Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that post turn there was audible cuff leak, and patient was also not ventilating adequately. The consultant attended and examined the patient and advised that patient needs to be supine for oral intubation as the tracheostomy tube appeared to be dislodged. There was patient involvement.

Manufacturer narrative:
One used device was returned for evaluation. Under visual inspection the sample appeared to be in good condition. During manufacturing process, the devices are 100% inflation tested, it was confirmed that the cuff was still fully inflated. The testing could not duplicate the customer reported problem. The root cause of the issue was not determined as no problem was found. No further action. A device history record could not be completed as no lot number was received.